Event description:
The device was used during a bullectomy. Reportedly, the staples did not form properly and the jaws would not close. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.